Event description:
It was reported that the patient was implanted with mesh product in 2006. Product was explanted six months later due to patient complaints. During explant, it was noticed that part of the mesh curled and there was adhesion to the mesh. No ring break reported. It was discarded after the surgery.

Manufacturer narrative:
No product was returned for evaluation. Therefore, no conclusion can be drawn.